Event description:
It was reported that episodes of noise oversensing were observed via review of egms. Header issue was suspected. Patient will be monitored, and device will be explanted. There were no adverse consequences to the patient.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported header anomaly was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Event description:
New information received notes the device was explanted.